Manufacturer narrative:
(B)(4). Age at time of event: 18 years or older. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as 2134265-2015-07766. It was reported that wire separation and vessel perforation has occurred. A 90% stenosed target lesion was located in the moderately tortuous and severely calcified proximal to distal right coronary artery. A 2.00mm rotalink plus and 330cm rotawire were selected to treat the target lesion. During the procedure, ablation was performed with 1.5mm burr using a rotawire extrasupport. Then ablation was performed with a 2.00mm rotalink plus. The rotawire extrasupport was replaced with a 330cm rotawire floppy using a micro catheter. After the wire was replaced, it was noted that the 330cm rotawire floppy could not be manipulated properly when the burr was delivered to the coronary artery with dynaglide mode. The 330cm rotawire was checked and found to be separated from the proximal side of the wire. They attempted to remove the wire using a snare, however, the coronary artery was perforated and the segment of the wire could not be removed. A surgical bypass procedure was performed and the segment of the separated wire was removed completely. No further patient complications were reported and the patient's condition was stable.